Event description:
It was reported that after a stenting treatment procedure shaft detachment occurred. The 6x220mm lesion being treated was an occlusion of the right superficial femoral artery. The innova stent was implanted. Resistance was noted at withdrawal. The end of the shaft stayed in the patient and moved to the posterior tibial artery. Surgery was required to remove the portion of the shaft from the patient. The procedure was completed with this device. The patient's status was reported as stable. This product is only (B)(4) approved, but it is similar to an approved us device.

Event description:
It was reported that after a stenting treatment procedure shaft detachment occurred. The 6x220mm lesion being treated was an occlusion of the right superficial femoral artery. The innova stent was implanted. Resistance was noted at withdrawal. The end of the shaft stayed in the patient and moved to the posterior tibial artery. Surgery was required to remove the portion of the shaft from the patient. The procedure was completed with this device. The patient's status was reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the innova stent delivery system (sds) was received with no original packaging or other devices. The inner liner shaft with the distal tip was separated from the device 22.5cm from the distal end of the tip. The point of the break was at a flushing port. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. No other damage was observed on the inner liner component. The distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).